Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Continued pain since revision surgery earlier this year. All components removed except all poly patella. Multiple pathology specimens taken. Both tibial and femoral components are loose. No obvious grey staining of tissues. Copious lavage.